Event description:
It was reported that the user received an infusion set expiration notification, remained connected because insulin was still present, and became stuck on the fill tubing screen while still connected to the ilet. Guided troubleshooting returned the pump to the main screen, the user disconnected from the site, and was advised to remain disconnected until assistance was available to change supplies, with the issue characterized as an infusion set and cartridge use error and no device plunger or pump malfunction identified. No clinical signs, symptoms, or conditions, and the user¿s blood glucose remained in range. Outcomes included no health consequences or impact and no alerts or alarms. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem related to not following instructions for timely infusion set change and remaining connected during a fill step, with no device problem found and no component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an improper procedure and failure to follow instructions.